Manufacturer narrative:
H11: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots on the device/graft. There may be cases of incidental finding by imaging (CT scan) of thicken leaflets (halt) when the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors.

Event description:
Edwards received notification that a 46-year-old patient with a valve model 3300tfx21mm implanted in aortic position has been planned for a reintervention procedure (not clear if valve in valve or ross surgery because the patient is young) after an implant duration of approximately two (2) years and three (3) months due to a thrombosis episode. As reported, echo performed approximately 12 months after surgery showed very thickened left cusp and moderate to severe stenosis type thrombosis. Gradient was 31mmhg. Patient was symptomatic with dyspnea level 2. Treatment with oral anticoagulant xarelto (rivaroxaban) was initiated. Approximately one (1) year and ten (10) months after surgery gradient was 50mmhg and thrombus reconstituted itself despite xarelto, however no dyspnea was noted. Approximately two (2) years after surgery the thrombosis was not resolved, the cardiologist placed the patient on anti-vitamin k (avk) and antiplatelet aspirin and coumadin, replacing the rivaroxaban. The avk was quickly stopped thereafter because the patient presented with hemorrhagic complications and anemia. Patients condition worsened with gradient to 65mmhg and thrombocytopenia. Control blood test again in hospital was performed two (2) years and three (3) months after surgery with an inr 6.1 and melena so blood transfusion was performed. No cause was found to explain the valve thrombosis.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
E1 (telephone number): (B)(6).

Event description:
Per the report received from france, edwards received notification that this 46-year-old patient with a valve model 3300tfx21mm implanted in aortic position has been planned for a reintervention procedure (not clear if valve in valve or ross surgery because the patient is young) after an implant duration of approximately two (2) years and three (3) months due to a thrombosis episode. Patient received acetylsalicylic acid (kardegic 160mg) as prophylactic medication after surgery. As reported, echo performed approximately 12 months after surgery showed very thickened left cusp and moderate to severe stenosis type thrombosis. Mean gradient was 31mmhg. Patient was symptomatic with dyspnea level 2. Treatment with oral anticoagulant xarelto (rivaroxaban) was initiated. Approximately one (1) year and ten (10) months after surgery gradient was 50mmhg and thrombus reconstituted itself despite xarelto, however, no dyspnea was noted. Approximately two (2) years after surgery the thrombosis was not resolved, the cardiologist placed the patient on anti-vitamin k (avk) and antiplatelet aspirin and coumadin, replacing the rivaroxaban. The avk was quickly stopped thereafter because the patient presented with hemorrhagic complications and anemia. Patients condition worsened with mean gradient to 65mmhg and thrombocytopenia. Control blood test again in hospital was performed two (2) years and three (3) months after surgery with an inr 6.1 and melena so blood transfusion was performed. No cause was found to explain the valve thrombosis. Patient was again symptomatic with dyspnea nyha 2, with no decompensation compared to the time this event was reported. The patient had a contraindication to treatment with antiplatelet and anticoagulant medication after clinical gastrointestinal bleeding visualized by esogastroduodenal fibroscopy. At the time this event was reported, the patient continued his treatment. The patient has not been operated for the moment.